Event description:
It was reported that during use of this handpiece for a 3rd molar extraction, the handpiece overheated and ran slow. Another handpiece was used to complete the surgery and there was no injury or surgical delay.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: this drill was received for evaluation an during testing, the reported problem of overheating was confirmed due to a worn collet bearing. Conmed linvatec's repair records indicate the last date of repair for this handpiece was september 2005. The instruction manual for this handpiece informs the user that the recommended service interval for this device is every 12 months. In addition, the manual warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel.